Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was attempted to be placed. While grasping the anterior leaflet there was a perforation to the leaflet. Troubleshooting was performed to optimize results but was unsuccessful and the procedure was discontinued. The final mr remained at grade 3-4. There was no clinically significant delay reported. Mitral valve surgery was scheduled for (B)(6) 2025.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported surgical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.